Manufacturer narrative:
Unknown product code, UDI unavailable. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
(B)(6) reported the following: neurosurgeon was inserting a bolt at the bedside, zeroed and inserted as per procedure, about 1-2 minutes after insertion the codman started to read -40 and the waveform was flat. I questioned the neurosurgery resident and assumed that he had manipulated/damaged the catheter so we had to put in a second catheter. Neurosurgeon inserted a second catheter meticulously, immediately we saw a good waveform and then again the readings went to -40 or so and flat wave form. We proceeded to then go get our alternate intraparenchymal catheter/monitor and within 15 minutes, after opening another catheter kit the waveform and preparing to re-insert the numbers on the catheter returned.